Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer required medical intervention from paramedics due to a low blood glucose level two years ago. The patient's blood glucose level is unknown, but the hypoglycemia was treated with an injection of glucagon. The patient does not wish to be contacted and according to her doctor she is doing fine now. No products were shipped or returned.